Event description:
A user facility¿ biomedical technician (biomed) reported to fresenius technical services that a 2008t machine displayed error codes e.05, e.23 and e.06 on the blood pump after replacing the lp955 board. There was no patient involvement, harm, or adverse event reported. Additional information was requested however a response was not received. The lp955 board was returned to the manufacturer. Upon physical evaluation of the sample by the manufacturer, evidence of thermal damage was identified to the ic2 (the stepper motor driver).

Manufacturer narrative:
Plant investigation: the lp955 board and the blood pump module were returned to the manufacturer for physical evaluation. Thermal damage was identified on the lp955 board at ic2 during a visual inspection. The ic2 is the stepper motor driver and is part of the blood pump motor circuit. During boot-up, the blood pump ran with the received blood pump module installed on a test machine. Thermal damage to ic2 on the lp955 board caused the pump to run when it should not (during boot-up). Diode d10 of the touch display p956 board (lp956 board) was found to be shorted and the cause of the thermal damage to ic2 of the lp955 board. There was no thermal damage to the lp956 board. The lp955 and lp956 boards were replaced. The test machine booted-up without alarm or failure with the received blood pump module installed. The test machine completed a self-test program without alarm or failure with the received blood pump module installed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.